Event description:
A 3 liter ventilation bag fell apart in anesthesiologist's hand as case was beginning (surgery). Described as obvious factory defect. Bag replaced, proceeded with surgery, no injury to pt who was discharged later in the day. Sales rep was contacted and extra vent bags distributed to all ors as back up.